Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded character limit for designated field. Block e1: the initial reporter facility name is (B)(6) hospital; reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during a dilation of alimentary tract stricture procedure performed on (B)(6) 2025. During the preparation outside the patient, device flushing was performed, and a water leak was noted on the balloon. The customer reported that the balloon was pre-inflated prior to use in the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.